Event description:
It was reported by repair work order that all bed functions were not operational due to a malfunctioning footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that all bed functions were not operational due to a malfunctioning footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the footboard was faulty causing a loss of all bed functions. Customer ordered parts to do repair. Customer performed evaluation.